Event description:
Reportedly, during the last routine follow-up performed in 2009, the ICD involved in this report could not be interrogated. Therefore, the device was explanted. It should be noted that the device did not experience any consequences as a result of this suspected malfunction.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.